Manufacturer narrative:
Product event summary: at analysis the stated reason for return of a broken connector was confirmed and it was additionally noted that the upper case had minor damage though it was considered acceptable. The atrial connector was replaced, the main board was calibrated, the battery contacts were cleaned and the final test was then performed on the automated test system and the device passed.

Event description:
It was reported that the external pulse generator's atrial connector was broken. It was requested that a quote be presented prior to service. The generator was returned to service. No patient complications have been reported as a result of this event.